Event description:
Provider alleged unit will not start. Per independent repair center statement, the customer stated problem: unit will not start. Problem confirmed: yes. Key failure: power switch no power. Additional malfunctions: o2 outlet broken, zip tie leaks.